Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that portions of the pump history were temporarily unavailable and did not display. Reportedly, the issue was occurring intermittently and pump history eventually displayed after several minutes. Contact confirmed that the history was not being erased. There was no reported impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.